Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pancreatoduodenectomy procedure, on the fifth firing, there was staple line incomplete in central part. New device was used to complete the case. There was no patient injury.